Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. A new charging cable was sent to the customer. Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified while based on the analysis, the alleged usb cable issue could not be verified.